Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer. Technical support assisted the customer by providing instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the issue reappeared.